Manufacturer narrative:
Clinical investigation: upon follow-up, it was clarified that there was no patient harm as a result of the reported event. With the information available, there was no indication of a serious injury, patient death, or other adverse event related to a fresenius product. Plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no parts have been received. Despite this, the complaint investigation determined there was objective evidence indicating a product problem, and thus the complaint has been confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed.

Event description:
It was reported to fresenius via voluntary medwatch (mw5119988) that one of the white caps on the tubing guide of a 2008t blue star hemodialysis (hd) machine popped off during treatment. This reportedly resulted in a sharp post being exposed where the tubing was moving around without being guided. The medwatch form had a box checked stating the event was life threatening. Additional information was provided upon follow-up with the reporting facility. A facility biomedical technician (biomed) stated that two white caps came off the blood pump rotor (not one), effectively cutting the bloodline segment of the line. To repair the machine, a new rotor was installed by the biomed. The facility¿s risk manager confirmed there was no patient harm as a result of the reported event, and no medical intervention was required. Estimated blood loss (ebl) from the event was 250 ml. The patient was able to complete treatment with new bloodlines and a new dialyzer. It was initially reported that a sample was available for evaluation; however, this could not be confirmed upon follow-up. As such, it was unknown if a sample would be returned for evaluation. Multiple attempts were made to obtain additional information, and thus far no further details have been provided.